Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient came into clinic for a routine clinical and the system controller would not display information on system display. The system controller was exchanged with another system controller. After the exchange, the patient's blood pressure dropped in the 40's and the patient started to vomit and turn blue. The patient had been fine when he came into the clinic.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The MFR is attempting to acquire additional information regarding the reported event. The system controller was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.